Event description:
Additional information received indicates that the lead was capped and replaced. The patient was in good condition post-procedure.

Event description:
It was reported that high voltage lead impedance was observed when a patient presented for a follow-up visit. Replacing the lead was decided. Patient condition was good. No further information has been provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.